Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up and down arrow buttons and the okay button were under responsive. There was no allegation of under or over delivery. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: the pump was returned with all of the keypad buttons responding properly. The issue or under responsive buttons cannot be duplicated. No physical damage was observed on the keypad. The keypad was removed and no contamination or physical damage was found. Finally, the pump was opened and no defect was observed.